Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the catheter was being placed into the pt's subclavian vein in the operating room. When the needle was attached to the arrow raulerson syringe (ars) and was about to be inserted, the needle became detached. See MDR #2242445-2012-00002 for second issue involving the same pt and kit. Follow up info received on (B)(6) 2011 confirms the issue was where the needle hub screws onto the ars.